Event description:
It was reported to boston scientific corporation that a spaceoar vue device was to be used during a spaceoar vue implant procedure on (B)(6) 2023. It was reported the device could not be used because the sterile barrier seemed not sealed. The device was disposed. The procedure was completed with another device. No patient complications were report due to this event.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of unsealed device packaging.